Event description:
March 2004, the pt reportedly was seen by the surgeon for evaluation. The device reportedly had begun to extrude. The surgeon observed a small area of the skin flap had thinned and was draining. The suture line reportedly was healthy. The surgeon noted the posterior edge of the implant was slightly prominent and perhaps not well recessed during initial implant surgery. The surgeon prescribed a one-week course of augmentin. The pt's cii device was explanted. The surgeon indicated that the pt's skin flap needs to heal (approximately six weeks) before reimplantation is attempted.